Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The suture of an additional proglide device was placed using the preclose technique. Reportedly, when the plunger was depressed, the sutures failed to deploy. The sheath sizes were 12f and 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device; however, unknown if established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. Although it was reported that the sutures failed to deploy, the event is classified and analyzed as a suture retrieval issue, as the difference between the two failure modes is often not discernable to the user. Therefore, the reported failure to deploy the sutures was confirmed as a suture retrieval issue (link detachment) was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.